Event description:
IV tubing popped apart at bedside at two different connection sites; sprayed pt and nurse with lactated ringer's IV fluid. IV not yet connected to patient. Tubing fell onto floor and was contaminated at connection sites. No pt harm.